Manufacturer narrative:
A1: patient ID:(B)(6).a2: patient age: 65 years old at time of enrollment.

Event description:
Elegance clinical study it was reported that balloon rupture occurred. On (B)(6)2024, the subject visited the hospital for selective left lower extremity angiography which revealed: patent iliac artery; mild calcific disease noted in the common femoral artery; patent profunda femoris artery; patent sfa with known greater than 50% sfa in-stent restenosis secondary to deep wall calcification with patent above knee sfa non-boston scientific stent; mild to moderate disease in the popliteal artery with a high takeoff of the posterior tibial artery at the level of the knee joint; patent tibio-peroneal trunk and peroneal artery; focal moderate stenosis in the mid anterior tibial artery. On the same day, in-stent occlusion was noted in the left distal sfa and was treated by percutaneous transmural arterial bypass (ptab) from the left sfa to the left popliteal artery using detour endocross re-entry device. On the same day, during the revascularization procedure, the distal anastomosis was dilated using this 4 mm x 40 mm coyote balloon; however, the balloon burst due to high pressure. Subsequently, a 4 mm x 40 mm non-boston scientific balloon was also used to dilate the distal anastomosis; however, that balloon also burst due to high pressure. This was later exchanged with a 4 mm x 40 mm and 5 mm x 40 mm non-boston scientific balloon followed by 5 mm x 200 mm boston scientific cutting balloon with good dilatation in distal anastomosis. In addition, percutaneous transluminal angioplasty (pta) of the proximal and distal anastomoses was performed with the placement of 5.5 mm x 200 mm non-boston scientific stent-graft to the left popliteal artery, 6.0 mm x 200 mm non-boston scientific stent-graft within the left femoral vein, and 6.7 mm x 150 mm non-boston scientific stent-graft back to the left ostial sfa, with restored antegrade flow through the newly created percutaneous bypass. On the same day, the event was considered to be resolved.